Event description:
The customer reported that an alarm was missed at the central nurse's station (cns).

Manufacturer narrative:
The customer reported that an alarm was missed at the cns. According to the customer, the cns missed the alarm on a patient monitored with a gz tele unit; the alarm didn't show up on the events tab. The patient has a 5 bps of ai vr, monitor did not alarm as crisis. The patient was not harmed by the event. The customer was asked to check the settings on the gz device to see if the alarm in question had been configured as a crisis alarm as if it wasn't then they wouldn't get a crisis alarm. The pictures provided by the customer showed the v braady alarm is off, therefore, the monitor would not alarm. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that an alarm was missed at the cns. According to the customer, the cns missed the alarm on a patient monitored with a gz tele unit; the alarm didn't show up on the events tab. The patient has a 5 bps of ai vr, monitor did not alarm as crisis. The patient was not harmed by the event. The customer was asked to check the settings on the gz device to see if the alarm in question had been configured as a crisis alarm as if it wasn't then they wouldn't get a crisis alarm. The pictures provided by the customer showed the v braady alarm is off, therefore, the monitor would not alarm. There was no patient injury reported. Investigation summary: the root cause of the issue can be determined as the user settings. After reviewing the customer pictures of the settings, the nka ts team was able to see that the v brady alarm was off, which would not let the monitor alarm. Should the malfunction recur, it would not be likely to cause or contribute to patient injury or death. The following fields contain no information (ni), as an attempt to obtain information was made, but not provided: attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; this information is unavailable. You can close this ticket as we found out what the issue was. Thanks. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; this information is unavailable. You can close this ticket as we found out what the issue was. Thanks. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by simply stating; this information is unavailable. You can close this ticket as we found out what the issue was. Thanks additional model information: d10 concomitant medical device: the following device was used in conjunction with the gz . Manufacturer references # 300245616-104120 follow up 001.

Event description:
The customer reported that an alarm was missed at the central nurse's station (cns).